Event description:
Facial burns on patient while wearing oxymask. Impact: injury to patient. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.